Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had syncope with bruising all over their face. The right ventricular lead was noted to have high threshold with non-capture seen on telemetry. The lead was capped and replaced. No further patient complications have been reported as a result of this event.